Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -6.0/+0.5/096 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged for a longer lens due to low vault. The problem was resolved. "The surgeon and the patient are happy with the outcome."

Manufacturer narrative:
The lens was returned dry in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to lens and residue/debris on the lens. Dimensional inspection found the lens to be within specifications. (B)(4).